Manufacturer narrative:
The device was received not deployed. The download data from the pod showed that the pod was received in pod state 14, indicating that the pod did not complete the activation process after being filled and awakened. No issues were observed during investigation that would prevent the pod from completing activation and deploying as intended.

Event description:
It was reported that the cannula did not deploy. This indicates a needle mechanism failure. The pod was not worn.